Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing was performed. The reported issue wasn't duplicated. The cause of the reported issue is unknown. No action will be taken.

Event description:
It was reported that the morphic chloride infusion finished and there was air in the system. Per reporter, after changing medication and priming the system again, it was noticed that the entire system was full of air. Reporter stated 116 ml was administered, the dilution was 100 ml, and reporter believes that 12 ml of air was administered to the patient. Reporter states the pump shows there is 132 ml left to administer. The pump did not alarm about air in the line. Reporter stated the date and time of the pump were not set and reporter changed the volume from 28 ml to 50 ml. There was no patient harm, adverse event or delay in therapy as a result of this event.